Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced myocardial damage with perforation. The tip of leadless implantable pulse generator (ipg) catheter was ahead of the cardiac shadow, but the doctor did not notice it and performed angiography resulting in blurring and broadening of the contrast agent from the inferior wall to the ventricular apex. Spread of the contrast agent between the epicardium and the tissue in the site of adhesion was confirmed. It was also reported that the introducer used during the implant procedure was involved in the myocardial damage with perforation. The patient is a participant in the post approval clinical surveillance product surveillance registry. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.